Manufacturer narrative:
It was reported that a medical intervention was performed due to pseudotumor and high metal ion levels due to metal-metal surface. As of today, additional information has been requested for this complaint but has not become available. The production records were reviewed for the bhr cup device reportedly involved in this incident. Device history record review for the known devices confirmed that all released parts met specifications applicable at the time of production. No information provided for the bhr head. Therefore a review could not be carried out. No medical documentation related to the reported issues was provided for investigation. Therefore, the reported event cannot be assessed and a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a medical intervention was performed due to pseudotumor and high metal ion levels due to metal-metal surface.

Event description:
It was reported that a medical intervention was performed due to pseudotumor and high "ionemy" caused by metal-metal surface.